Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device was received partially deployed with the hard cannula visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing. Upon removing the top housing, the slide retract moved to the fully deployed state. Inspection of the needle mechanism components found no damages or defects that would prevent the needle from retracting as intended. The needle mechanism was reset and deployed as expected. The observed score marks and failure of the slide retract to move to the deployed state until after the top housing was removed indicate a misalignment of the linkage assembly as the source of the failure of the needle to retract after deployment.